Event description:
(B)(4) MDR - during follow up post implantation procedure, the rv lead exhibited high impedances. An attempt to reposition the lead on (B)(6) 2018 was unsuccessful; the lead and device were explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. In the course of the analysis of the lead, cuts in the insulation with blood penetration were noted which most likely occurred during the explantation procedure. No deviations were noted which might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Within the ICD analysis, the device was interrogated, revealing the battery status bos. The memory content of the device was inspected. The analysis revealed a gradual increase of the right ventricular pacing impedance to greater than 3000 ohms between (B)(6) 2018, confirming the clinical observation. Therefore the impedance measurement functions of the device were tested and proved to be fully functional. Furthermore the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for the lead as well as for the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.